Event description:
Implant stayed in, suture pulled out. On (B)(6) 2011 (B)(4) indicated the following: there were a (B)(4) devices used in this procedure. Device deployed no issue; device deployed & surgeon pulled on suture and suture pulled out of device, there were no knots and device remains in patient unsupported. Device deployed no issue. Device deployed, dr cut suture after knot tied and noticed suture of t2 floating in joint, thus t1 remains in the patient unsupported. Devices deployed no issue. (B)(4) stated that one lot was involved and he returned only one of the devices for evaluation.

Manufacturer narrative:
The device was returned without the suture or implants. The device was re-loaded in our bio skills lab and functioned as intended. No problem found. No further investigation is warranted at this time. (B)(4).